Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with 11 prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all devices. The use of prostyle devices and the pre-close technique was abandoned. The sheath was upsized to a large bore hole and the evar procedure was completed. Hemostasis was achieved via surgical cut down. A clinically significant delay was reported due to the surgical intervention; however, post procedure the patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.